Event description:
Patient reported the tubing broke off right at the place where the tubing goes into the head set causing obvious leakage from the tubing. Patient stated he first noticed the concern about 5 weeks ago and it has happened with three infusion sets. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.